Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that the usb cable for her onetouch verio iq was damaged. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to state the date/time that the cable issue began. The patient manages her diabetes with an insulin pump. The patient confirmed that she took her usual sliding scale dose of apidra insulin (unknown date/time) in response to the alleged product issue. The patient claimed to have developed the symptom of "diabetic ketoacidosis" on an unknown date/time after the cable issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the usb cable was corroded. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿diabetic ketoacidosis¿ after the cable issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/19/2014). The patient¿s usb cable has been returned on 11/3/2014 and evaluated by lifescan product analysis on 11/7/2014 with the following findings: the usb cable involved with this complaint failed testing. The usb cable was found to have contamination at its end. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.